Event description:
It was reported that during implant of this right atrial (ra) lead, high out of range pacing impedance measurements greater than 2,000 ohms were observed after multiple placement attempts. The helix then became difficult to extend and retract. The lead was attempted, but not implanted. Another lead was successfully implanted and the procedure was completed. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during implant of this right atrial (ra) lead, high out of range pacing impedance measurements greater than 2,000 ohms were observed after multiple placement attempts. The helix then became difficult to extend and retract. The lead was attempted, but not implanted. Another lead was successfully implanted and the procedure was completed. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.